Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Devices discarded by the facility.

Event description:
It was reported that patient had surgery on (B)(6) 2015. The original surgery was a right ankle trimalleolar open reduction internal fixation. Patient was having problems with the medial surgical site not healing, prompting the surgeon to explant the cannulated screws on the medial side on (B)(6) 2015. The screws were sent for culture testing and came back positive for osteomyolysis and staph. Based on the results the surgeon scheduled another procedure for (B)(6) 2015 to remove the patient's remaining implants/tightrope. No implants were used during either of the additional surgeries. Since all removals have been completed the patient has been referred by the surgeon to another facility for testing to determine if the patient may have had an allergy to the metal implants.